Manufacturer narrative:
At this time, the product remains in-service. If additional details are reported this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead had observations of oversensing and loss of capture with asystole less than 2 seconds. The rv lead was capped and replaced, and the device remains in-service. It was reported that there were no additional adverse patient effects.